Event description:
It was reported that an unspecified malfunction occurred. According to the patient, she experienced an inaccurate hypoglycemic event for which the paramedics were called on approximately (B)(6) 2025. The patient stated, she was wearing a ¿new machine¿, which was understood as a sensor. The patient said she wanted to return the receiver to ¿see what was wrong with it¿. On the day of the event, she left a note for her daughter to wake her up, but when her daughter tried to wake her up, she could hear her daughters voice, but was unable to wake up and could not talk. A fingerstick was taken and the patient´s blood sugar level went down to 15 mg/dl. The emergencies were called, and the patient was given ¿some shots with something sweet¿ (possible treatment with glucagon) and was brought to the emergency room. No further information was reported regarding the event. There was no documentation of further medical intervention, and the patient was unable to provide more information. At the time of the report the patient was stable.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.